Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2007 and (B)(6) 2007 due to patient allegation of pain, discomfort, swelling, inflammation, lack of mobility, damage to bone and tissue, loosening, and metallosis. A review of the invoice history confirmed the initial surgery date and suggests that the acetabular cup, modular head and taper insert were removed and replaced on (B)(6) 2007 with a biomet head and competitor acetabular components. A revision invoice could not be located to confirm the (B)(6) 2007 revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's operative (op) notes dated (B)(6) 2007 reports patient was revised due to pain and loose right acetabular component. Op report notes normal looking joint fluid and elevated laboratory results. Cup, head, and taper adapter were removed and replaced with antibiotic cement spacers.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2007 and (B)(6) 2007 due to patient allegation of pain, discomfort, swelling, inflammation, lack of mobility, damage to bone and tissue, loosening, and metallosis. A review of the invoice history confirmed the initial surgery date and suggests that the acetabular cup, modular head and taper insert were removed and replaced on (B)(6) 2007 with a biomet head and competitor acetabular components. A revision invoice could not be located to confirm the (B)(6) 2007 revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-02732/2735).